Event description:
It was reported that the insertable cardiac monitor (icm) was implanted after the use by date was confirmed to be expired. The device remains in service. No adverse patient effects were reported.